Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 33 mg/dl while wearing the pod longer than 48 hours. The patient was treated with IV fluids with glucose on the way to the hospital. The patient was prescribed basaglar insulin pens as back up method. The patient was released after 3 hours. The pod was discarded.